Manufacturer narrative:
Pump was received with detached and missing end cap, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Unit had missing segments due to cracked zebra connector on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's insulin pump was broken. The customer stated the insulin pump fell to the floor. It was found the insulin pump became detached from the fall. Customer's blood glucose was 150 mg/dl. No additional information provided.